Manufacturer narrative:
Concomitant product: product ID 8782, serial # (B)(4), product type catheter. (B)(4).

Event description:
Additional information received reported the patient recovered without permanent impairment. Other medications the patient was taking at the time of event included oral baclofen.

Event description:
It was reported that during an implant procedure, the bi-wing anchor rolled up on itself during deployment. The anchor was removed and replaced, using an 8785 accessory kit. The issue was resolved, but the cause of the issue was not determined. There were no patient symptoms and the patient status was alive no injury. The product would not be returned as it was discarded following the procedure. The patient outcome after the procedure was unknown. The pump was being used to deliver lioresal. Further follow-up is being conducted. If additional information is received,a follow-up report will be sent.